Manufacturer narrative:
(B)(4). G2: foreign - event occurred in south korea. Kim, y.h., park, j.w., jang, y.s., kim, e.j. Conversion of fused knees to total knee arthroplasty: the 21 to 31-year clinical results and patient satisfaction. Jbjs. 2025;107(19):2178. Doi: 10.2106/jbjs.25.00149. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported through a journal article that nine knees were revised due to aseptic loosening of the tibial component. Attempts to obtain additional information have been made; however, no more is available.